Event description:
The customer reported via phone call indicating that the insulin pump had a beep/audio anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the anomaly is 1 beep and buttons were not pressed or accidentally pressed. Customer was advised to monitor the device and call if issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.